Event description:
During the routine inspection of a customer's device, a physio-control service representative observed that every time he attempted to deliver defibrillation energy, a service wrench would appear and the unit would log an event code in the memory. No defibrillation was delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported failure. Due to the age of the device and the costs associated with repair, the customer declined having the unit repaired. The unit has been removed from service. The device has not been returned to physio-control for further evaluation. The cause of the reported failure could not be determined.